Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer did not had new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 40 alarm noted in the device history and critical pump error alarm during testing due to software error.